Event description:
During a colostomy takedown procedure the donut was incomplete after firing to complete coloproctostomy. No patient consequences. Case completed with another device of the same product code.